Manufacturer narrative:
Other applicable components are: product ID 37651, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A healthcare provider (hcp) reported that the desktop charger (dtc) connector pin was broken, bent, or loose as of a month prior to date notified, but is worse this week. A replacement dtc was sent. Additional information received from the hcp on (B)(6) reported that they never received the replacement and the patient's implantable neurostimulator (ins) depleted, and that they are "doing bad" as a result. Additional information received from the hcp on (B)(6) reported difficulty recharging. It was noted that the ins has been depleted for the past week prior to (B)(6), therapy is currently off, and that they are connected to the charger with it charging the first 1/4. Troubleshooting was performed and the hcp was able to resolve the recharging issues by using a different implantable neurostimulator recharger (insr). Later on date notified it was confirmed by the patient that they were able to turn the ins back on after charging to 50%, and will continue to charge. The patient's indication for implant is obsessive compulsive disorder and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.